Event description:
Note: the date of event is unknown. It was reported to boston scientific on (B)(6), 2010 that a pneumatic hand pump was used in an unknown procedure (event date, patient gender, weight, age, and identifier are unknown.) According to the complaint, the manometer did not work so the device was unable to be used since it was not possible to know the pressure during balloon inflation. It is unknown how the procedure was completed, however no adverse effects were reported. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device revealed no visual defects. A functional test was conducted and the device would not hold pressure. Taking into consideration the details of the complaint and product analysis this investigation has been assigned the root cause classification of wear & tear. A batch/lot history search was performed on this device's reported batch/lot number. This search showed no other complaint exists on this lot. The DHR review confirms that the lot met all material, assembly and performance specifications.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Note: the date of event is unknown. It was reported to boston scientific on (B)(6), 2010 that a pneumatic hand pump was used in an unknown procedure (event date, patient gender, weight, age, and identifier are unknown.) According to the complaint, the manometer did not work so the device was unable to be used since it was not possible to know the pressure during balloon inflation. It is unknown how the procedure was completed, however no adverse effects were reported. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.